Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Reportedly, the customer turned off the pump, then back on and was able to resume insulin delivery. There was no reported adverse impact to the customer's blood glucose. Customer declined further assistance.